Event description:
The patient was scheduled for a procedure at (B)(6), located at (B)(6) on (B)(6) 2026. During the procedure, the provider followed standard protocol, preparing the patient, and placing a 5mm cannula into the uterus under ultrasound guidance. The provider confirmed the correct positioning of the cannula by palpating the fundus to ensure it was in the proper location. However, when she connected the aspirator device, the two components separated as she applied suction. Specifically, the white top piece detached from the clear tube portion of the device. The opposing forces involved in the detachment likely caused uterine perforation. After requesting a replacement device and confirming its proper functionality, she advanced it under ultrasound guidance. At this point, she noted a significant loss of resistance, which strongly suggested that the previous incident had resulted in a perforation. Given these findings, the provider immediately aborted the procedure to prevent further injury. The provider made the decision to transport the patient to mount sinai west hospital for admission and surgical evaluation to ensure no additional complications or injuries. The instrument shows no sign of damage but the connection between the clear aspirator and where the top/head seems to come apart more readily than typical. Distrubutor: (B)(4).